Manufacturer narrative:
A supplemental is being submitted for additional information and device evaluation. Product event summary: the ventricular assist device (vad) with associated driveline cable and driveline extension cable were returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Preliminary visual inspection revealed that the driveline cable was connected to driveline extension cable in a stuck position. Visual inspection also revealed that the driveline strain relief was separated from the connector block. After multiple attempts and significant resistance, the driveline connector was disengaged from the driveline extension cable. Visual inspection and functional testing of the driveline extension cable did not reveal any anomalies; the driveline extension cable locking mechanism performed as expected with two representative pump samples. Supplemental optical imaging of the driveline cable revealed traces of foreign material between the flexible fingers and the plug body of the connector thus preventing the locking mechanism to disengage as intended. As a result, the reported event was confirmed. Based on the available information and investigation conducted, the most likely root cause of the reported difficulty to disengage the driveline cable from the driveline extension cable event can be attributed to foreign material found within the locking mechanism of the driveline connector. A possible root cause of the separation of the driveline strain relief from the connector can be attributed, but not limited, to improper handling of the driveline cable when attempting to disengage from the driveline extension cable and/or manufacturing or design issues. CAPA pr00452535 is investigating detached driveline strain reliefs from the connector. Additional products: extension cable - (B)(6), d10: yes, return date: 08-apr-2020 h3: yes, dev rtn to MFR? Yes, h6: patient code(s): c50675, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67, h6: FDA method code(s): 10, 3331. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. -additional information: h6: updated to include annex e, f, and g per new coding standards correction: h6: fdr and fdc codes corrected to include codes c07 and d11. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ driveline extension cable, model #: 100us / catalog #: 100us / expiration date: 30-jun-2020 / lot#: d000084 ,UDI #: (B)(4). Device available for evaluation: yes, return date: 08-apr-2020. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 14-jun-2019. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon attempting to disconnect the driveline from the driveline extension cable after the wet test, the connection would not disengage. It was also noted that the clear plastic strain relief portion of the driveline directly behind the pump driveline metal connection was separated from the metal to the point where both wires were exposed. The ventricular assist device (vad), driveline and driveline extension cable were exchanged. No patient complications have been reported as a result of this event.